Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported leak resulting in deflation difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation has determined that the reported leak is not related to a potential product quality issue as the occurrence rate is within the acceptable range of the risk assessment.na.

Event description:
Subsequent to the initially filed report, the following information was provided: there were air bubbles noted in the inflation device. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
It was reported that during the procedure with the 7.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter there was a deflation issue. The device was inflated twice to 14 atmospheres (atm) and negative pressure was held for 30 seconds. Ultimately the balloon was able to be completely deflated and removed. There were no reported adverse patient effects. A new armada 35 pta catheter was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.